Manufacturer narrative:
The device was not returned and the lot number is unknown; therefore, a device analysis could not be completed. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
A peritoneal dialysis (pd) patient experienced peritonitis manifested by cloudy pd effluent. The cause of the peritonitis was unknown. On the same day as onset, the patient was hospitalized for the event. Three days later, the patient was diagnosed with peritonitis. On an unreported date, the patient began treatment for the peritonitis with reflin, injection, 1 gram, once a day and fortum injection, 1 gram, once a day (routes were not reported). Five days after being admitted to the hospital, was discharged and the course of antibiotics continued for 14 days. On the same date, the patient was recovered from the event. It was not reported if dianeal and extraneal therapies were ongoing. No additional information is available.